Manufacturer narrative:
The event date is approximate. The cause of the customer¿s complaint was a failed shaft press fit.

Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.